Manufacturer narrative:
A ge service rep performed an on site investigation. The cables to the camera and monitors were re-seated. The foot-swith was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the overhead monitor on the 2600 system was not working and the table foot-switch was not working properly. No pt injury was reported.